Event description:
A voluntary medwatch (mw5160025) was received by the manufacturer with an allegation that the device is getting too hot to touch after usage. There are no allegations of patient harm or serious injury. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.